Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose readings of 530 mg/dl. Customer has treated with 19 units of bolus and their blood glucose reading is now around 200 mg/dl. Customer mentioned receiving a sensor error alert. No further information reported.